Event description:
While using a byte night aligner patient is experiencing mobility spacing issue and that tooth #8 and #9 seem to looser now compared to the beginning of treatment. There is also an isolated air gap present on tooth #25. Patient was advised to hold in most comfortable aligner with the least amount of pressure for 14 days and to follow up on these issues.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.